Manufacturer narrative:
The 5085 surgical table was removed from the or and inspected by a third party. The inspection of the table found that oil was leaking from the two upper cylinders. These cylinders control the height of the table. Investigation of this event is currently in process. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The surgical table subject of the reported event was returned to steris for evaluation. Evaluation results determined that the table was leaking hydraulic fluid. Further evaluation found that the spanner nut and the outer cylinder was not sealing the o-ring causing the oil to leak. The surgical table was repaired and tested and found to be operating according to specifications.

Event description:
The user facility reported that oil was observed to be on the floor in the room where the 5085 srt surgical table is located. The reported event occurred prior to the start of patient procedures. Procedural delays were reported.